Event description:
On august 2, 2006, a facility reported that the footplate on the sabina came out from under a resident, while he was in a standing position. Resident was found holding on to the arm of the lift and head laying on the sling strap. Resident did not require any medical attention.

Manufacturer narrative:
On-site inspection revealed that facility could only recreate the incident by incorrectly placing the resident's feet on the edge of the foot tray, contrary to manufacturers instructions. On august 17, 2006, two foot trays were returned to liko for evaluation. It was found that one tray had minor rust and wear, but had two significant cracks; one on the edge of the right side and another at the top around the mast. The second tray was found to have minor rust and wear, but was intact. The foot tray's were mounted on our demo unit and when feet were positioned on the foot tray cover as illustrated in the sabina instruction guide, the tray was stable and secure. When feet were positioned off the edge of the foot tray, the top edge of the cover would raise up and slip off the frame. Recommendation to eliminate this condition include: only place both feet completely on the plastic cover per manufacturers instructions; if the plastic cover is cracked or split , it should be replaced; older foot trays can be replaced with new style foot tray with heel supports.